Manufacturer narrative:
The field service representative (fsr) verified the reported complaint observing that the epgs would not go below 0.80 l/min. He installed a pole mounted blender. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed improper flow output and ccm flow display were caused by a defective internal flowmeter. He connected the epgs to a system 1 simulator and ccm, attached oxygen (o2) and air at fifty per square inch (psi). With no gas flow, the ccm displayed 0.41 l/min. The voltage output was 4.85 volts (v) at zero flow (5v is the typical output). The measurement of the direct current (dc) output voltage from the o2 sensor at five l/min and 100% o2 was 1.82v, within the specification of 0.55-2.76v. He set the flow set point at zero and measured the voltage output of the flowmeter and it measured 0v instead of the expected 5v. Set the flow for various flow set points through its range but there was no longer any voltage output from the flowmeter. With the lab use flowmeter installed, no self-adjustment of the flow knob occurred and the o2% readings on the ccm and external flowmeter were stable.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the epgs turned on and calibrated without issue. The team used the instruction for use (IFU) recommended setup for their gas circuit (out of the epgs to the forane vaporizer, to the external flow meter and over their oxygenator). Toward the end of the procedure, the perfusionist went to decrease his gas flow on the central control monitor (ccm), and the set point went up to between thirteen and fourteen liters per minute (l/min), and the actual flow reading in the middle of the ccm was reading greater than ten l/min. The external flow meter at this point was reading zero. He also commented that epgs was making stepper motor noises during this period of time. He opted to use the local controls to attempt to adjust his gas flow. Additionally, around this time, he adjusted his fraction of inspired oxygen (fio2) blended gas setting on the ccm to approximately 70% and the set point automatically adjusted to 100%. After noticing the concern, he used local controls for both parameter adjustments. The perfusionist commented that he had to adjust the settings approximately twenty times, and then the external flow meter read appropriately at 4.0 l/min. During this period of time, the perfusionist ensured that the anesthesiologist was ventilating the patient. This occurred during the surgical period in which the perfusionist would be filling up the patient to start the process of separation from cpb. The patients partial pressure of carbon dioxide (pco2) and partial pressure of oxygen (po2) were appropriately within institution standards during this incident. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier's evaluation, the unit was received with mass flow reading of 12.8 standard liters per minute (slpm) at zero flow. Pressure on device reading 18.07 at atmosphere of 13.61 pounds per square inch (psi). The anomalous readings result of analog-to-digital converter (adc) counts shift. Differential counts shift from time of production (9840 to 65342). Sensor bridge counts shift from 39018 to 32689. During testing, device would intermittently restore bridge readings. Re-soldered leads in attempt to restore readings with no result. Was not able to predictably cause intermittent bridge failure. 70.7 millivolt (mv) offset on differential pressure sensor, well outside normal bounds. Loose wire bonds on dp+ wires 3 and 5 determined to be cause of the reported issue. Per data log analysis: on 17-jan-2019: 14:51:56 starting calibration; 14:53:44 calibration successful 1839mv, the next log event was on 01/23/2019; 13:24:24 ccm flow change to 0; 13:24:24 ccm ifo2 change to 74%; 13:34:30 o2 pressure low; 13:34:32 blending gas low; 13:34:52 ccm flow change to 0; 13:49:58 ccm flow change to 2.32; 15:07:54 ccm flow change to 3.18; 15:07:54 ccm fio2 change 81; 15:22:05 ccm flow change 2.29; 15:22:05 ccm fio2 change 65%; 15:36:04 ccm flow change 3.09; 15:52:26 ccm flow change to 3.09; 15:54:19 ccm flow change to 3.59; 16:17:55 ccm fio2 change to 75; 16:31:51 ccm flow change to 4.38; 16:34:44 ccm flow change to 5.08; 16:34:44 ccm fio2 change to 81.1; 16:36:19 knob flow change to 9.77; 16:36:50 knob flow change to 13.67; 16:37:07 knob flow change to 13.90; 16:37:30 knob flow change to 14.15; 16:39:31 knob flow change to 14.00; 16:44:15 knob flow change to 13.71; 16:46:11 knob flow change to 15.07; 16:46:34 knob flow change to 13.77; 16:51:53 knob flow change to 13.40; 16:59:49 knob flow change to 12.83; 17:08:56 knob flow change to 12.31. The flow set point was below 5liters per minute (l/min) between 13:24:24 and 16:34:44. At 13:36:07 there was an increase in flow set point using the knob to 9.77l/min and above, believed this was when they start to notice low flow output. It was very unlikely to see the flow set point at 10l/min or above, this indicates the flow meter was displaying higher value on the central control monitor (ccm) than what actually is, due to a faulty flow meter. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.